Event description:
IV cytarabine was infusing. Equashield connections checked when chemo started, all with tight seals. With 0.7ml of cytarabine flush left, this rn was called to the room and saw drops of blood on the bed. Port line that had chemo running had blood backed up through the equasheild and appeared to be leaking around leur lock site between equashield and IV tubing. Rn unable to detach them, equashield able to spin. Port lumen was flushed with brisk blood return. Held tubing as remainder of chemotherapy flush was infused without issue or noted leaking. IV set up placed in bag with equashield's and set aside.